Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report accuracy concerns w/her plink meter. Took the meter to a lab and ran a comparison. Analysis run on clark error grid using lab reading (70) as ref. Point vs. Bd readings (120) yielded data points in the d range of the grid, outside of acceptable limits.